Event description:
It was reported that a lead warning triggered. The right ventricular (rv) lead exhibited high and rising impedance, possible fracture, and threshold data was not obtained due to intermittent capture. The rv lead was explanted and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006; 419388 lead, implanted: (B)(6) 2006. (B)(4).